Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient had the ins for their diarrhea and the patient started having a lot of "gushing" so they increased stimulation. The patient was set to 1.8 on program 1 at the time of the call and the patient indicated that stimulation was uncomfortable. The patient was advised to decrease stimulation to 1.6 which resolved the uncomfortable stimulation, however at this setting the patient did not feel stimulation so the patient increased stimulation to 1.7 which resolve the issue. The patient was advised to follow-up with their healthcare provider (hcp) to continue working on improving therapy, the "gushing" was reported to have been sudden. The issues of overstimulation and lack of stimulation were resolved at the time of this report, but the patient's status remains unknown in terms of their "gushing." There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.